Event description:
The customer contacted baxter's technical service center regarding end therapy assistance, which occurred on the homechoice (hc) during use, during dwell 2 of 4. The home patient (hp) stated she became disconnected during dwell 2. The hp called the registered nurse (rn) and the rn advised the hp to call the baxter technical service representative (tsr) for end therapy assistance. The tsr assisted as requested and the hc was operational. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(4) 2012 in regards to a connection issue and she said it was an issue with her transfer set. Her transfer set somehow unscrewed from her catheter while she was sleeping during her therapy. She happened to wake up in dwell 2 and noticed it. Her nurse came over to her house and gave her a new transfer set as well as antibiotics as a precautionary measure. She did not have the transfer set and believed that the nurse had thrown it away but provided contact information to the writer for the nurse. She did not have a lot number available. Since then she has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention. Product surveillance received a call from the home patient's nurse on (B)(6) 2012 in regards to a connection issue and she said she did not have the sample available anymore. She did not have a lot number available either. She said she did not notice anything wrong with the transfer set when she replaces it. She said that there was nothing wrong with the transfer set and that the patient had pulled it out on accident in their sleep because they had a restless night and they had gotten the lines tangled.. Since then the patient has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The event was the result of a use error; there was no allegation reported against the baxter product by the customer. For this reason, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. A 510k number will not be provided in the emdr because the product code and lot number are unknown. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined.